Event description:
It was reported that the patient experienced pain during intercourse due to pump migration. The ams 700 inflatable penile prosthesis (ipp) pump was replaced. Patient outcome was not reported. Further information was requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Additional information received that the patient condition was stable. The patient reported that the pump had migrated. The device will not be returned for analysis, the pump just needed a longer tubing.